Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled off at 15.0cm from its proximal tip. The coating appeared to be scraped off of the guidewire with the torque device collet. No anomalies were observed with the hydrophilic coating. The guidewire dimensions were found within specification. No friction or resistance was noted during functional test with a demonstration excelsior sl-10 microcatheter. The directions for use (dfu) cautions to: ¿securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.).¿ the coating damage on the proximal end of the guidewire was probably due to the insufficient tightening of the torque device. Therefore, a root cause of dfu instructions not followed has been assigned to this investigation.

Event description:
Analysis of the returned guidewire found that the polytetrafluoroethylene (ptfe) coating was peeled off. There was no patient involvement.